Manufacturer narrative:
D10 concomitant products: 86233, 86233 2.5mm basic cfls murphy non dehp (lot#unknown) 86236, 86236 4.0mm basic cfls murphy non dehp (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the numbers or marking had worn off, even above where the endotracheal tube was taped during use. The tube was retaped multiple times until it was decided to be replaced electively.